Event description:
It was reported that during the routine follow up implantable cardioverter defibrillator (ICD) was found in vvi backup mode. The firmware was installed on the device and the issue was resolve. The patient is in stable condition.